Event description:
It was reported by service report that the foot end brakes were not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Rue ring cottor, clevis pin.